Event description:
Paramedics attended to a person experiencing congestive heart failure. The device was used for routine ECG monitoring during transport to the hosp. The monitor allegedly displayed a rhythm that was not consistent with the pt's condition. The heart rate display incidated 280 bpm when the pt had a palpated pulse of 80 bpm. The operator turned off device power for approximately 3 minutes, then turned the device back on and the device functioned properly. There were no adverse affects to the pt reported as a result of the alleged malfunction.